Event description:
When the customer attempted to place a pt on the iabp the sustem repeatedly displayed an autofull failure message. The pt was switched to another unit and therapy was initiated. No pt injury was reported.